Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted products were received by the manufacturer and product analysis was completed on both the generator and lead, and high impedance was seen. One portion of the lead was returned and three sets of setscrew marks were seen on the connector pin. Small and large o-rings were slanted back with no obvious effect identified for the performance as a result. Dried body fluids were seen inside the inner tubes in the connector boot with no obvious point of entrance other than the cut end of the lead portion. Abrasions were seen that did not penetrate. Incisions were made post decontamination to allow for continuity checks and no discontinuities were identified. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Internal generator data was reviewed and high impedance was seen on several occasions during implant.